Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mildly tortuous mid left anterior descending artery with 68% stenosis, pre-dilatation was performed. A 2.75x38mm rx xience prime stent delivery system was advanced and deployed. During post-dilatation a side-edge dissection was noted. Another xience prime stent was implanted to treat the dissection. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.